Event description:
Patient had a total hip replacement done 14 years ago with corail/pinnacle components. Recently the patient fall and simultaneously felt a ¿pop¿ in their hip region. Patient felt something wasn¿t quite right in their hip from that point on, and went to see their surgeon. Surgeon took x-rays and x-rays showed what appeared to be a liner dissociation. Patient was booked for revision surgery. Revision surgery took place on april 18th, 2023 and surgeon found that the liner (1219-32-058) had dissociated. Several of anti-rotation tabs had sheared off. Surgeon then revised the construct by cementing in a different acetabular liner into the acetabular shell, (which was well fixed and not damaged), and replacing the femoral head on the well-fixed stem.

Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.